Event description:
It was reported that the user experienced high glucose readings after an infusion set fell off during a shower and the user did not reconnect to the ilet pump for an extended period while using a libre 3+ continuous glucose monitor (cgm), with a highest cgm indication of ¿high+¿ and a glucometer reading of 300 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event was associated with an improper or incorrect procedure related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that caused or contributed to the event. The user¿s glucose subsequently decreased to 236 mg/dl and was trending down.

Manufacturer narrative:
Initial.